Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient stated on stryker facebook page that she had a hip implanted in 2004 and it has been painful and not right from the beginning.